Manufacturer narrative:
No button response due to corroded keypad traces. Unable to test for battery out limit alarms due to no button response. No blank display noted during testing. No ramping numbers noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump stopped working. The numbers on the screen were scrolling on their own. The insulin pump alarmed battery out limit. The insulin pump had a blank display. The buttons on the insulin pump were unresponsive. At the time of call the insulin pump's buttons were responding. Customer's blood glucose level was 600 mg/dl. The customer treated his blood glucose level with a manual injection. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.